Event description:
Caller reported a malfunction with the pump, identified as malfunction code 16. There was no adverse impact to the customer's blood glucose level, as their measurements did not exceed 500 mg/dl. Technical support planned to replace the pump and provided instructions for storage mode and return process, ensuring the customer understood how to proceed with the replacement. The customer opted to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.